Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was interrogated and revealed episodes of noise that resulted in oversensing on the right ventricular (rv) lead. It was suspected that the rv lead was damaged which resulted in the noise and oversensing episodes. Diagnostic imaging is anticipated, but has not confirmed rv lead damage. No intervention has been performed at this time. The patient was stable and will continue to be monitored.